Manufacturer narrative:
The reported events were dislodgment, failure to capture, and a stylet insertion issue. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector region, with its helix retracted and clogged with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the over torqued inner coil at the connector region consistent with procedural damage. The reported event of a stylet insertion issue was confirmed. A stylet insertion test was unable to be performed. X-ray confirmed the stylet was unable to be fully inserted / removed due to the over torqued inner coil at the connector region. The cause of the reported event was isolated to the damage found at the connector region consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2024-72532. It was reported that patient's atrial and right ventricular (rv) lead exhibited loss of capture. It was also noted that the leads were dislodged. During lead revision procedure stylet was not able to be advanced in the leads. The leads were explanted and replaced. The patient was stable.